Event description:
The customer reported a loudspeaker error was displayed. Loudspeaker did not produce sound it is currently not known if the device was used for patient monitoring at the time of the alleged malfunction. No adverse event involving a patient or user was reported.

Event description:
The customer reported a loudspeaker error was displayed. Loudspeaker did not produce sound it is currently not known if the device was used for patient monitoring at the time of the alleged malfunction. No adverse event involving a patient or user was reported.